Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported difficulty to position were able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported despite several attempts to push the rx xience alpine stent delivery system(sds), the sds would not advance further in the non-abbott guide extension catheter and the xience alpine became stuck (unable to advance or retract) inside of it. The xience alpine, (B)(6), instructions for use (IFU) is written in (B)(6); therefore the domestic xience alpine instructions for use (IFU) is referenced. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed, 45mm long lesion with a 3.0mm diameter in the mid right coronary artery (rca) with moderate calcification and moderate tortuosity. Predilatation was performed with an unspecified guide wire already in place and a non-abbott guide extension catheter was advanced to the lesion as a support catheter, followed by advancement of a 2nd unspecified guide wire. A 3.0x33 rx xience alpine stent delivery system (sds) was advanced into the non-abbott guide extension catheter; as the distal end of the rx xience alpine sds was exiting the tip of the lumen of the non-abbott guide extension catheter, resistance was felt between these two devices. Despite several attempts to push the rx xience alpine sds, the sds would not advance further in the non-abbott guide extension catheter and the xience alpine became stuck (unable to advance or retract) inside of it. Thus, both devices were withdrawn from the anatomy as a single unit. Upon withdrawal, the rx xience alpine stent struts were noted to be flared in the middle of the stent. A new unspecified sds was used (without the original non-abbott guide extension catheter) to complete the procedure. There were no adverse patient effects or report of a clinically significant delay. According to the physician, the inner lumen of the non-abbott guide extension catheter may have been flattened due to the tortuosity in the lesion and the guide wires may have been entangled with one another and are probable factors that may have contributed to the resistance/difficulty advancing the xience alpine inside of the guide extension. No additional information was provided.